Manufacturer narrative:
User reported an event where heat and sunlight caused the sensor glucose values to up and down rapidly. Case was escalated to the next level of support. While the issue was still being investigated, user was advised to move to a cooler place when the issue occurs and if the user plans to spend extended periods outdoors in the heat, wearing a lightweifght, long sleeved shirt can provide some protection. User understood the information and acknowledged the issue is still being investigated. No further action was needed and as per dms, user was currently using the system with up to date information.

Event description:
On 21 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
D2b.corrected from sba to qhj.

Manufacturer narrative:
B4. Date of this report 14 sept 2025. G3. Date received by the manufacturer? 14 sept 2025. H6. Investigation findings updated to 104. H6. Investigation conclusions updated to 58.